Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter email: (B)(6).

Event description:
It was reported that the patient had high pis, non-sustained ventricular tachycardia and blood pressure in the 70s. Otherwise, the patient was asymptomatic. The patient's log file was submitted for review. The event log captured captured 3 unsustain low flow alarms with high pi on (B)(6) 2020. The flow fluctuated below 2.5 lpm threshold for 3-5 seconds at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of non-sustained ventricular tachycardia could not conclusively be established through this evaluation. Review of the submitted log files confirmed brief low flow events that did not result in an audible alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient presented on (B)(6) 2020 with non-sustained ventricular tachycardia. It was reported that the patient¿s pulsatility index was high, and the patient¿s blood pressure was within normal limits. The patient was otherwise asymptomatic. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020 and found that the pump maintained a stable speed without issue. A few low flow controller fault flags were captured along with elevated pulsatility index values; however, none of the estimated flow values lasted 10 seconds or longer to trigger low flow hazard alarms. The system appeared to be operating as intended and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jan2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.